Manufacturer narrative:
The glidescope core smart cable was returned to verathon for evaluation. A verathon technical service representative evaluated the returned glidescope core smart cable and the "intermittent image" issue was confirmed. The technical service representative noted that the hdmi connector was damaged. The glidescope core smart cable was scrapped and a replacement was sent to the customer. No corrective action is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope core smart cable, the image cut in and out. The issue was isolated to a loose hdmi connector on the cable. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.